Event description:
It was reported that t:slim x2 pump battery would not charge and customer had received repeated low power alerts along with power source alert. There was no reported impact to the customer¿s blood glucose level. Customer was using tandem charging cable with third-party wall adapter, was instructed to plug adapter into confirmed working outlet and leave pump charging for at least 30 minutes, and upon follow-up call issue was resolved.